Event description:
It was reported that pump display had pixel issue that prevented customer from reading pump screen and interacting with pump. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within ten days, which customer understood and acknowledged.